Event description:
It was reported, that this patient had low shock lead impedances. Technical services reviewed the data, and found there are multiple excursions of low shock impedances with the lowest reading being 5 ohms. This is not expected behavior, although emi can interfere with the shock impedance. And to consider in-office testing with isometrics, pocket manipulation and serial impedances to check. If further testing requested, consider commanded max energy shocks. Plan was to discuss further action with the clinic. The lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).